Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were tiny air bubbles in the luer lock. The customer primed the air bubbles and resumed insulin delivery. There was no impact to the customer's blood glucose level.